Event description:
The patient stated that the luer-lock on his infusion set "cracked" as he was tightening it. He did not believe that he applied enough pressure to over tighten it and/or cause it to "crack". He stated that he was away from home and on the road yesterday (2007) when he was changing his infusion set. Once he saw that the luer-lock had "cracked", he changed his infusion set to correct the problem. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.